Event description:
An oxygen concentrator was returned to the manufacturer for an alleged technical fault. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer found evidence of thermal damage to a component on the main board. The component became separated from the board and caused a void in the enclosure of the device. The device enclosure meets the ul94 v-2 requirements.